Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). As reported by the user facility, it was confirmed that the batch number was unknown and the sample was not saved. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "the nurse experienced a large chemotherapy spill due to the vent removal when it was being opened. The mesh part in the vent came out when they opened the vent leaving a hole in the drip chamber. Taxol leaked out." Event occurred in preparation, before use. No patient involvement.